Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device diagnostics were functioning normally.

Event description:
It was reported that the atrial fibrillation diagnostics on the device appeared to be incorrect. There were no patient complications or complaints reported.